Manufacturer narrative:
The zoll guidewire in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
A (B)(6) male patient weighing (B)(6) was hospitalized post cardiac arrest and underwent treatment for hypothermia. The patient's temperature prior to the ivtm therapy was 36 degree celsius. A zoll quattro catheter was inserted into the right femoral vein by an experienced physician on (B)(6) 2017. Catheter and guidewire insertion was smooth; however, the physician was not able to retract the guidewire after placing the catheter. The customer removed the catheter and bent guidewire was noted. Second quattro catheter was also inserted it to the patient without any issue; however, when the customer tried to remove the guidewire, same issue occurred. The second guidewire was removed and found to be bent. A zoll solex catheter was placed without any issue. No patient consequences were reported.